Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the transfer set was dropped and reconnected. The peritonitis was manifested by abdominal discomfort and constipation. It was reported the patient was hospitalized for the event the same day as onset. On an unreported date, the patient received treatment with oral doxycycline (dose and frequency not reported, for 1 month) and intraperitoneal vancomycin once a week for 2 weeks (dose not reported) for the event of peritonitis. On an unreported date, the patient was retrained in aseptic technique. The patient was discharged five days after admission. At the time of this report the patient remained on antibiotics and was recovering from this peritonitis event. Dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Eight days prior to the receipt of this additional information the patient experienced an ongoing of the peritonitis event. Seven days prior to the receipt of this additional information, the patient was again hospitalized for the peritonitis event. Additional information on treatment for the ongoing peritonitis event was not reported; but it was reported that on an unknown future date, peritoneal dialysis therapy would be discontinued and the patient would be started on hemodialysis therapy. The patient was not recovered from the ongoing peritonitis event (previously the outcome was reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.